Event description:
Procedure: gastric bypass. Reportedly, when the device was applied the staples did not form properly. Then when trying to remove instrument from the abdomen, instrument would close to be removed. The surgeon made a 4 to 5 inch cut and "jenjujenjuostomy." The patient is fine subsequent to the case.